Manufacturer narrative:
Manufacturer's analysis indicated that the external pulse generator (epg) encoder was out of specification. It was also indicated that the case and cover were damaged. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manu facturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: further analysis indicated that the encoder assembly was operating without issue. If information is provided in the future, a supplemental report will be issued.